Event description:
It was reported that a patient had a 'possible' infection at their thoracolumbar incision site and a 'possible' catheter migration. The patient was examined via palpation on (B)(6) 2011; the examination revealed tenderness at the patient's incision site with "some" drainage. The patient was afebrile, with no erythema or exudate present. The following laboratory diagnostic tests were done on (B)(6) 2011: complete blood count (cbc) with differential, c-reactive protein (crp), and sedimentation rate. The lab work results were not provided. The patient was examined again via palpation on (B)(6) 2011. Explorative intervention/surgical revision of the catheter connector was performed on (B)(6) 2011. On (B)(6) 2011, it was reported that the patient's wound dehiscence with 'superficial cellulitis' and surgical revision - catheter connector resolved without sequelae. The medication administered via the pump was: (1) dilaudid 50.0 mg/ml concentration at a daily dose of 4.502 mg/day; (2) baclofen 1,000.0 mcg/ml concentration at a daily dose of 90.0 mcg/day; and (3) fentanyl 1,250.0 mcg/ml concentration at a daily dose of 112.6 mcg/day, all at a simple continuous infusion rate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).